Manufacturer narrative:
H10: the actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including gravity testing and leak testing and no issues were observed. The reported condition was not verified for the retention sample. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set was broken. This was further described as ¿nursing staff identifies pump equipment with one of the paths (tubing) broken¿. As a result, the device was changed. The issue was identified prior to use on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.